Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reportable that during a da-vinci assisted surgical procedure the monopolar curved scissors instrument was noted with the jaws not closing anymore. The procedure was completed with no report of patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with a replacement instrument. There was no patient harm, and no fragments fell into the patient.